Event description:
This product was returned to target with no complaint information. However, during inspection on 06/03/1998, it was discovered that the product had ruptured, thus making this a MDR.